Event description:
The following information was provided: as per pss implant request: l tibia fracture, femoral defect. Will be doing gmrs distal femoral replacement, need long pressfit splined tibial stem underneath baseplate/boss.